Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the console device was not working and displayed an e6 error code. It was not reported if there were any delays to the planned surgical procedure nor if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all operational specifications. Therefore, the reported condition was not confirmed an assignable root cause was not determined. However, during evaluation, it was determined that the device would not show the software version. It was determined that the touch pad was worn out causing the device to not display the software version. It was determined that this was due to wear normal use and servicing over time if additional information should become available, a supplemental medwatch will be submitted accordingly.